Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system would not allow the operator to take 2d images. The site operator rebooted the system and reported that the system stalls on the 'x-ray boot up'. The surgeon opted to complete the procedure without the use of the imaging system and decided to send the patient to receive CT scans for the procedure. The medtronic representative reported the issue caused a delay of over an hour to the procedure. There was no known impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative, following up with the site, tested the system and confirmed the reported event, the generator would not boot. Replacement stand alone board, fuses and batteries shipped to site for issue resolution. On (B)(6) 2015, a medtronic representative replaced the components and tested the system. Medtronic representative reported the system is functioning as expected after part replacements. Medtronic investigation of returned stand alone board finds that the standalone board failed bench test. Low resistance across d5 was detected. The reported event was confirmed to be caused by an electrical failure due to no power. Fuses and batteries were not returned for analysis; parts were discarded on site.

Manufacturer narrative:
It was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(4) 2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿